Event description:
It was reported that the device was dropped on the floor causing physical damage to the display screen. The device was not operational and would not be able to deliver therapy. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure, caused by physical abuse. Physio replaced the display sub assembly, the front case, the system and memory pcb assembly, and the nibp module. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.